Manufacturer narrative:
Summary of eval: the results of the MFR's eval suggests that this event is attributed to a less than optimum design. Corrective action has been implemented to improve the reliability and durability of the device.

Event description:
The green handle fell off. The event did not cause an adverse consequence to the patient or a surgical delay.